Event description:
The patient contacted animas on (B)(6) 2012 alleging the pump was intermittently rebooting over the past month. The patient reported elevated blood glucose (bg) in the 500 mg/dl range with nausea and ketones present. The patient denied the need for medical intervention. The patient stated the battery cap was secured properly to the pump and no damage to the battery compartment. The patient also stated that the temperature of the pump is hot at times, but no physical harm was experienced as a result of the pump temperature. This complaint is being reported because the pump is alleged to reboot intermittently without a known cause and the patient has experienced elevated bg as a result of the power interruption and the pump is alleged to get hot to the touch without injury to the patient.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump black box history was reviewed and found no evidence of power issues. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. There was no damage found to the battery compartment or cap. The battery cap was tested and was confirmed to be within specifications. The battery cap secured to the pump and the pump powered on normally. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The pump was opened and no damage was found to the power circuit. No delivery related defects were found during testing.

Manufacturer narrative:
Follow-up #2 (B)(4) 2013- continuation of device evaluation: no pump overheating was observed during testing. The pump electrical current draws were tested and were found to be within specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.